Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR report: 1627487-2014-15783. The patient underwent a procedure for a trial scs system on (B)(6) 2014 during which a cerebrospinal fluid (csf) leakage due to dural puncture occurred. The patient was asymptomatic following the procedure. On (B)(6) 2014, the patient experienced a headache. On (B)(6) 2014 a blood patch was performed and the patient is doing well.